Event description:
It was reported that needle protruding through bottom of sharp collector and nurse sustained needle stick injury with a bd sharps coll¿ 1.4l yellow n/v tray size. The following information was provided by the initial reporter: the nurse was carrying the sharps collector against her body and sustained a needle stick injury. There was a needle protruding through the bottom/side of the sharp collector. The collector was not completely full however it did contain at least 2 x10 ml and 1 x 20 ml syringe.

Manufacturer narrative:
Investigation: the containers manufactured for use are puncture resistant and not puncture proof. The minimum wall thickness of 1.2mm is to withstand a penetration force of 12.5n/m. Incorrect use or forcing of needles into the containers that exceed this force can result in penetration of the container walls. The minimum wall thickness of 1.2mm is to withstand a penetration force of 12.5n/m. Incorrect use or forcing of needles into the containers that exceed this force can result in penetration of the container walls. The minimum wall thickness measured from retain sample was: cavity #1 - 1.32mm, cavity #2 - 1.30mm. The container meets requirements.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle protruding through bottom of sharp collector and nurse sustained needle stick injury with a bd sharps coll¿ 1.4l yellow n/v tray size. The following information was provided by the initial reporter: the nurse was carrying the sharps collector against her body and sustained a needle stick injury. There was a needle protruding through the bottom/side of the sharp collector. The collector was not completely full; however, it did contain at least 2 x10 ml and 1 x 20 ml syringe.